Event description:
Created irregular heart beat, pain in chest, increased migraines, nausea, vomiting, breathing difficulties, low grade fever, numbness/tingling left foot, unusual rashes/itching, thyroid, leg and joint pain, uti, skin lesions, mental confusion, memory loss.